Event description:
It was reported to philips that boom cover of the monitor ceiling suspension had been detached, which can impact patient procedure. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the monitor boom cover had come off. Upon troubleshooting, fse identified that the mcs cover was defective. The fse replaced the faulty cover to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.